Event description:
The pump was removed due to battery depletion. The hcp was unable to aspirate cerebrospinal fluid from the catheter at pump replacement. The catheter was replaced. There was no pt injury associated with the event. The pt recovered without sequela after replacement. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4): the pump and catheter were returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.